Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately control high. The acceptable range was not specified; however, the meter prompted high control results of 133 mg/dl and 127 mg/dl. The pt reported that their physician increased their lantus by 5 units based on the meter results. The pt neither alleged harm nor experienced injury or medical intervention. The customer care representative (ccr) verified that the test strips and control solution were in good condition. The ccr walked the pt through two consecutive control solution tests and the results fell outside the specifications. Based on the information supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.